Event description:
The patient reported that recently the v-go devices are coming off. The patient stated that the application site is properly prepared with an alcohol pad, it is being applied while in a sitting position and there is no interference with clothing. The patient stated that the v-go device that was applied this morning fell off after five hours of application. The patient stated that previous devices would fall off within 12 hours after applying them.

Manufacturer narrative:
Four devices were returned and evaluated. The evaluation results are as follows: four devices were received and evaluated for the complaint regarding the device fell off event. All device functions were inspected, and no issue was observed. Due to the used condition of the foam pad, the original adhesion properties could not be verified. The complaint for these devices could not be confirmed.